Manufacturer narrative:
Continuation of d10: product ID tm90g0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their handset was at about 45% and their communicator at about 22% at the time of the call. Per the patient, they had just gotten a new handset because their old one was not working, but they did not send a new communicator. The patient stated that their communicator was not holding a charge. The patient stated they would charge the communicator and would see the green battery indicator light and when they unplugged the communicator from the ac power cord, the orange battery indicatorlight came on and stayed on. The patient also stated they had trouble connecting the handset to the communicator. When asked the event date, the patient stated, "for a couple to a few months ago" and confirmed that it was within 2024. The patient stated that once they were able to connect to the handset, it took a really long time once the connection got to 90%. The patient bolused 6x a day. The patient stated that they powered off the handset after each use to save on the handset battery. The agent had the patient toggle off mobile data. A replacement communicator was requested from the repair department because the patient would charge the communicator until it was fully green and when they unplugged it from the ac power cord the orange battery indicator light stayed on, and they had difficulty in connecting to the handset/pump. No indication of patient harm.